Event description:
During a dressing change on a patient receiving v.a.c. Therapy, the home health nurse noted that the number of pieces that she had taken out was less than what had been placed at the previous dressing change. The nurse could not retrieve the piece of whitefoam that was placed in a tunnel in the patient's wound. The patient was sent to the wound clinic where a physician attempted to retrieve the piece of foam without success. The next day, the patient was taken to the operating room where two additional tunnels were identified in the patient's wound. The physician found the foam in one of these tunnels. The foam was removed and the patient's wound is in the process of healing.

Manufacturer narrative:
V.a.c. Labeling states under "warning" "foam placement": "do not place any foam dressing into blind/unexplored tunnels. It also states: always count the total number of pieces of foam used in the wound and document that number on the drape and in the patient's chart". It also states under "technique for tunneling and sinus tract": "cut the foam to a size that accommodates the tunnel's dimensions, plus an additional 1-2cm into the wound bed".